Event description:
Thoracenetsis catheter was being used when the physician noted that the catheter appeared to be too short. Based on further data obtained, this appears to be a sheared catheter, in which part of the catheter broke off in the patient and is still in the patient as of today.

Manufacturer narrative:
The catheter sample received for evaluation was not the manufactured length. However, the exact cause of the length deviation could not be determined. Damage noted in this incident is similar with other reports of catheter damage from uv exposure or excessive heat during extrusion. Examination of the device history record for the lot number reported revealed that the product used in this incident had expired in june 2006 before its use in november, 2006. Corrective actions have been implemented for this product in order to protect the catheter from uv damage. The use of a foil pouch for the catheter is currently being used which will protect the catheter from uv damage.